Event description:
(B)(4). Chronic lower back pain, treated with meds and then required injections. Extreme lower pelvic pain, hair loss, chronic fatigue, weight gain, swollen belly, lactation, chipped teeth, cysts, migraines/headaches, anxiety/depression, acne, boils, brain fog, memory loss, leg cramps.., dizzy spells. Device was paid for by my insurance.

Event description:
(B)(4). And entire time I had essure I never had a period but I sure did have extreme cramps.

Event description:
(B)(4). Had surgery (B)(6) 2016 in order to remove my essure and they had to take my tubes as well.